Event description:
It was reported that the patient implanted with this pacemaker experienced a fever, chills, decreased blood pressure, cyanosis of the lips and decreased blood oxygen saturation. It was found that the patient developed an infection. It was noted that the infection was associated with repeated device replacement procedures in addition to multiple procedures with high risk factors for device related pocket infections. Surgical intervention was undertaken. This device was explanted, and a pocket debridement was performed. The patient was placed on antibiotic treatment. It was noted that the patient had atrial fibrillation (af) and was not dependent on the pacemaker, so no new system was implanted at this time. No additional adverse patient effects were reported. This device was retained by the hospital and will not be returned. The specific date of implant was requested from the hospital, however, was unable to be obtained and is not known at this time. If pertinent information is provided in the future, a supplemental report will be submitted.